Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was replaced. Reportedly, the patient was not receiving enough stimulation therapy coverage of his pain pattern. The patient's physician replaced the patient's leads with a different model lead.